Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Manufacturer narrative:
To date, no additional information has been received from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's chronic device was electively explanted due to elective replacement indicator (eri). The device was successfully explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). Following pocket closure, the patient suffered a myocardial infarction (mi). The replacement device successfully initiated antitachycardia pacing (atp) and shock therapy. Additional commanded shocks were delivered accompanied by cardiopulmonary resuscitation (CPR). Despite these emergency measures, the patient did not recover and died. The replacement device was not removed from the deceased patient and will not be returned to boston scientific's return products department. Subsequently, boston scientific received information from the local representative that there were no allegations or complaints against the device's operation or functionality. A save-to-disk was not performed.